Event description:
A 3.0 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a distal rca lesion. The vessel morphology was reported to be severely tortuous with severe calcification. It is unknown if the lesion was pre-dilated. It was reported by the physician that this was a very challenging case. The physician was attempting to deliver an unknown size endeavor drug-eluting stent distally, when the proximal rca became dissected. (MFR report# 2953200-2008-00136) the physician was about to perform rotational atherectomy, when the dissection occurred. The physician implanted an endeavor drug-eluting stent to seal the proximal dissection. It was reported that the physician was then able to deliver an endeavor drug-eluting stent to the distal lesion site. However, when he tried to reach the mid rca the stent became lodged in the proximal rca stent, and the stent dislodged. The physician deployed the stent into the vessel wall and the case was completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.